Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that l5 was deviated medially most likely due to soft tissue pressure during the procedure. The surgeon changed the planning of the trajectory to be more lateral and then resent the surgical arm to the trajectory. The surgeon felt the screw go down the same trajectory as before and the screw was still medial. The deviation was less than 3.5 mm. The use of the guidance system was aborted and the screw was placed accurately using freehand technique. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information was not available. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the medial shift in l5-right trajectory was soft tissue pressure on the tools. As for the second attempt, it is possible that since there had already been a hole drilled on l5-r from the first attempt, the tools used in the second attempt were again subjected to that same soft tissue pressure that was pushing them medially, and in turn l5-r naturally returned to that same pre-existing hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.